Manufacturer narrative:
Feb. 01, 2016 05:22 pm (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was stated that during patient treatment a "no comm" error message was received on the arterial and on the cardioplegia pump. This happened when the arterial pump was set to zero. Also the customer noted that the scp went black. The customer reset the machine and the case continued with no further issues. No known consequences to the patient. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation. The failure could not be reproduced. Thus the failure could not be confirmed. According to service order# (B)(4) the connections have been checked on the master panel board, scp and ccm all are secure. Voltages are all within limits. Odu connections are good and there is an 'ol' between earth and odu pins. Unit is deemed serviceable. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).